Event description:
It was reported by perfusion services that "this was the first of three balloons inserted." The intra-aortic balloon (iab) was successfully inserted with proper technique via the sheath. "Upon line connection, the rn withdrew blood from the stop cock. A total of about 60cc (between 3 syringes) of blood was withdrawn with large amounts of air bubbles coming back into syringe." Balloon inflation/deflation was never initiated. The balloon was removed intact via sheath for safety reasons. The balloon remains unraveled. The perfusionist's thought is that the rn was pulling air out of solution. The rn was observed to be drawing back hard on the three syringes. Per conversation with the perfusionist, another iab was inserted. Reference MDR #1219856-2009-00407 for the second event involving the same pt.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.